Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during use of this smiths medical cadd administration sets, sets leaking in the transition between the filter and tubing towards the patient were noticed. It was repowered that the set leak was not when priming the set but after hours of infusion and infusion continue for 18 ml/hour and no alarms displayed on pump. It was reported that the patient experienced infection in the central venous catheter and had the catheter removed due to set leakage. No additional adverse effects reported.